Manufacturer narrative:
Product analysis: an exhalation valve flow sensor (evq) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and areas of contamination were found on the hot wire element and the temperature. The returned component was installed into a test ventilator for analysis; functionality testing was performed and errors were found in the diagnostic logs. An investigation was performed and the product analysis technician reported that the root cause was isolated to the contamination from customer mishandling. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the exhalation flow sensor. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated an exhalation flow sensor error message. The ventilator was not in use on a patient at the time the event occurred.